Manufacturer narrative:
The complaint of leakage on the returned used 123390488 primary plum set could be confirmed. The product was tested per product specification. There was a leak from the mating surface location of the plug juncture. The plug juncture was not set in the drip chamber correctly. The probable cause of leakage is due to incomplete insertion of the vent plug during manual assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).(B)(6).(B)(6).(B)(6).

Event description:
The event occurred on an unknown date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the product leaked from drip chamber to tubing leaking insulin drip. In addition, the customer reported that from out of package the leaking was noted during priming, but it was thought to be the sweating of the insulin bag since it came out of the refrigerator. Upon infusion in when they were able to trace it back. No hole, cut, tears or any defect noted in the tubing as the packaging was intact, but the junction where the drip chamber meets the tubing was cracked. There was patient involvement, but no patient harm or adverse event reported.